Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient. The patient has been diagnosed with the following: post-palliative surgery for malignant pancreatic tumor (adenocarcinoma), secondary malignant perigastric and omental tumor, splenectomy, hypertension, diabetes, prostate tumor. The following data was provided: (B)(6) 2023 initial alinity I ca 19-9 result 101.17 u/ml (ref range 0-37 u/ml), repeated on roche platform and the result was 25.69 u/ml (ref range 0-34 u/ml). The patient's mindray platform ca 19-9 result was 18.87 u/ml (reference range 0-30 u/ml). The snibe platform ca19-9 result was 20.4 iu/ml (reference range 0-37 iu/ml). Other recent test results: (B)(6) 2023 47.78 u/ml. (B)(6) 2023 63.19 u/ml. (B)(6) 2023 78.66 u/ml. (B)(6) 2023 101.78 u/ml. No impact to patient management was reported. Additional information provided by the customer on 10july2023: the result on (B)(6) 2023 on the roche platform was 36.46 u/ml (0-34 u/ml).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient. The patient has been diagnosed with the following: post-palliative surgery for malignant pancreatic tumor (adenocarcinoma), secondary malignant perigastric and omental tumor, splenectomy, hypertension, diabetes, prostate tumor. The following data was provided: (B)(6)2023 initial alinity I ca 19-9 result 101.17 u/ml (ref range 0-37 u/ml), repeated on roche platform and the result was 25.69 u/ml (ref range 0-34 u/ml). The patient's mindray platform ca 19-9 result was 18.87 u/ml (reference range 0-30 u/ml). The snibe platform ca19-9 result was 20.4 iu/ml (reference range 0-37 iu/ml) other recent test results: (B)(6)2023 47.78 u/ml (B)(6)2023 63.19 u/ml (B)(6)2023 78.66 u/ml (B)(6)2023 101.78 u/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 47301fp00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. Accuracy testing was performed using an internal ca 19-9xr panel tested with a retained kit of lot 47301fp00. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr reagent lot 47301fp00 was identified.

Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient. The patient has been diagnosed with the following: post-palliative surgery for malignant pancreatic tumor (adenocarcinoma), secondary malignant perigastric and omental tumor, splenectomy, hypertension, diabetes, prostate tumor. The following data was provided: 12jun2023 initial alinity I ca 19-9 result 101.17 u/ml (ref range 0-37 u/ml), repeated on roche platform and the result was 25.69 u/ml (ref range 0-34 u/ml). The patient's mindray platform ca 19-9 result was 18.87 u/ml (reference range 0-30 u/ml). The snibe platform ca19-9 result was 20.4 iu/ml (reference range 0-37 iu/ml). Other recent test results: (B)(6) 2023 47.78 u/ml. (B)(6) 2023 63.19 u/ml. (B)(6) 2023 78.66 u/ml. (B)(6) 2023 101.78 u/ml. No impact to patient management was reported. Additional information provided by the customer on 10july2023: the result on (B)(6) 2023 on the roche platform was 36.46 u/ml (0-34 u/ml).